Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 333 mg/dl. The customer delivered a correction bolus to address bg. A system check was performed with tandem technical support and air bubbles were observed within the infusion set tubing. The customer primed the tubing to resolve the issue. The customer continued using the pump for insulin therapy.